Manufacturer narrative:
Device analysis. The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to stent a non-tortuous, 80% stenotic left circumflex (lcx) lesion. The vessel; had a diameter of 2.75mm with a significant bend of >45 degrees. The physician attempted to place a 28 x 2.70mm liberte' monorail stent in the lcx, but encountered resistance and was unable to cross the stent through the vessel. The physician withdrew the stent and observed damage on the stent. The physician successfully stented the lesion with another of the same size liberte monorail stent. The physician then completed the case with a 32 x 2.75mm liberte monorail stent in a different vessel. There were no pt complications reported and the pt condition is listed as stable. Further information has been requested but has not been received.